Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted and replaced as it had almost eroded through the skin. In addition, capsular contracture had occurred around the pump, which inhibited device deflation. The newly implanted cylinder was placed in a different tissue plane to facilitate healing. No additional patient complications were reported.